Event description:
Customer states the adjustment knob came off the rollator druing transporting to and from her vehicle. Customer alleges no injuries or damages from the product and may have had the rollator at least 3 years. (B)(4).